Manufacturer narrative:
The additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5575-x-000, triathlon fix. Peg 2 per pk, lot code: s98cy. Cat. No.: 5550--l319, triathlon sym patella s31x9mm, lot code: lcw164. Cat. No.: 5515-f-402, triathlon ps fem component, cemented, lot code: gyzba. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: grega. Implant date corrected an event regarding pain and numbness involving a triathlon #4 ps insert 11mm was reported. The event was not confirmed. A review of the provided medical records and x-rays by a clinical consultant concluded: ¿there is no confirmation of the complaints noted in the event description. The ¿burning¿, ¿extreme pain¿, and ¿numbness¿ described with normal x-rays suggests reflex sympathetic dystrophy as the cause of the symptoms. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ a device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient has been experiencing burning and extreme pain since the index surgery. She has severe allergies and asked the surgeon to test her prior to the tka but the surgeon talked her out of having the test. The patient's pain is so severe that she is hardly sleeping and the pain affects her daily activities. She is beginning to have numbness on the inner side of her leg and radiates down foot. Her implant knee is warmer than her left knee. She went to the primary surgeon approximately 3 weeks ago and is not getting any satisfaction from him.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right titanium cocr stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
It was reported that the patient has been experiencing burning and extreme pain since the index surgery. She has severe allergies and asked the surgeon to test her prior to the tka but the surgeon talked her out of having the test. The patients' pain is so severe that she is hardly sleeping and the pain affects her daily activities. She is beginning to have numbness on the inner side of her leg and radiates down foot. Her implant knee is warmer than her left knee. She went to the primary surgeon approximately 3 weeks ago and is not getting any satisfaction from him.